Manufacturer narrative:
Reporting institution : (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that during the patient's treatment, it was found that the device did not display waveforms, possibly due to a cable fault. The device was immediately taken out of service and replaced with another device to continue care; no harm occurred. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/ treatment may have been interrupted/delayed.